Event description:
It was reported that the pulse generator exhibited backup vvi mode in 2008. A software download was performed, and the device was at elective replacement indicator (eri). On six days earlier, the device showed two years remaining longevity. The device was replaced.

Manufacturer narrative:
Final analysis found that multiple bits were flipped causing the device to be in backup vvi mode. The product code was successfully downloaded in the field, and the device exhibited elective replacement indicator (eri) characteristics. Backup operation did not recur during testing. The reported battery depletion could not be explained.